Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported via medwatch number mw5097603 that a female patient who underwent an unspecified breast reconstruction with unknown mentor gel breast implant experienced postoperative implant rupture on an unknown side. Rupture was discovered by ultrasound and confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2020.